Event description:
Patient in operating room for percutaneous endoscopic gastrostomy placement and colostomy placement. When surgeon attempted to deploy the snare on the percutaneous endoscopic gastrostomy tube during the procedure the snare would not deploy. Defective product, new kit opened and used. Reported to manufacturer.